Event description:
It was reported that the device had a power on reset while in the box, and the longevity estimate was only 11 months. The device was not implanted. The issue was detected prior to any patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.